Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04198. It was reported the patient had difficulty charging, and was experiencing heating while charging the ipg. The patient also reported the ac adapter could get hot. The sjm representative met with the patient, and was able to establish communication without incident. During the charging session, the patient stated she could not distinguish if there was heating. A replacement charging system was sent to the patient. Follow up identified the issue had resolved. It was reported the heating issue was only present if the patient was moving around while charging. The patient was advised to charge more frequently for less time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.